Manufacturer narrative:
The impella device was received and an evaluation of the device is underway. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 58-year-old male noted as high risk percutaneous cardiac insertion was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that the patient was moved from the bed to the chair and the automated impella controller (aic) alarmed, pump in the aorta. It was confirmed by echo that the pump was in the aorta. The p level was reduced to p2 and the patient was taken to the operation room to have the pump removed. The pump was explanted without any complications. The patient is stable off the pump at this time.

Manufacturer narrative:
The investigation into the positioning issues has been completed since the original report was filed. The pump was returned, tested, and evaluated. A catheter twist was observed around the locked area due use force. The cause of the positioning issue was patient movement related.